Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into intermittent comm loss with connected devices. They sent the log files in for evaluation by nihon kohden. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts requested assistance from clinical (cits) to check the server. The customer provided the cns logs via dropbox. Cits did not located any communication loss on the logs. Cits initiated server monitoring (pcaps) on the nk and the facility's network. Follow up attempts with customer were never answered. With the information available, it is reasonable to determine the root cause to be the facility's network environment. A review of the serial number history shows a recurrence of the reported issue (ticket (B)(4), and the root cause was determined to be the facility's network environment as well. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) went into intermittent comm loss with connected devices. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into intermittent communication loss with connected device(s). They will send the log files in for evaluation by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.